Manufacturer narrative:
On january 27, 2022, the mentor failure analysis lab received the device for evaluation. On january 30, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was identified within the crease/fold measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient's date of explantation was updated to november 10, 2021. The patient's implants were replaced with the following: (left) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 7604666 sn: (B)(6) and (right) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 9411925 sn: (B)(6).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered bilateral breast implant deflation, post-procedure. As a result, the patient has been scheduled for bilateral implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.